Event description:
It was reported that there was t-wave oversensing during the impedance test. It was repeatable at different sensitivity values, no other anomalies were observed and r waves were 7.5mv on paper and 5.0mv through the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.